Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During the device analysis, the Olympus Service Repair Technician indicated that corrosion on the Distal End and the Connecting Tube had coating peeling 1mm2 or more. It was determined that the Distal End and the Connecting Tube needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: The most probable cause of the corrosion on the Distal End was due to a degradation problem identified. The most probable cause of the degradation problem is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue.Additionally, the most probable cause of the Connecting tube having coating peeling 1mm2 or more was a cause linked to the device but unable to trace more specifically.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.